Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-190 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus that there was foreign material inside the channel of the colonovideoscope. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Upon follow up, the customer provided details regarding device reprocessing. The device was reprocessed before sending it to olympus for repair and has not been used on a patient with foreign material attached to it. The device was inspected before use and was precleaned without any delay after the procedure. The reprocessing accessories did not have any issues. Manual cleaning was performed within an hour after the procedure. Water was aspirated through the instrument/suction channel using suction valve. The device was appropriately rinsed before manual disinfection. The brushed points include instrument channel, suction channel, air/water valve/suction valve, and biopsy valve. There was no effect from other products/reprocessing accessories/reprocessor involved in the event. The device was returned to olympus and an evaluation of the returned device confirmed the customer allegation. The channel cleaning brush does not move smoothly due to the clogged channel tube. There were a few additional findings. Angulation in the upward direction is out of standards due to the worn angle-wire. The light guide bundle was abnormal. The bending section cover adhesive was broken. The connecting tube was corrugated. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is available.